Event description:
A consumer reported he was told by his surgeon that during his intraocular lens (iol) implant surgery, his pupil was torn. Postoperatively, the consumer reported he has poor distance vision, but his near vision is good. The consumer further reported that his physician had told him that the iol was tilted. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/08/2008 and 12/12/2008 by phone, fax, and mail. A completed questionnaire has not been received.